Event description:
It was reported that the connector block was completely detached from the header.

Event description:
It was reported that the connector block was completely detached from the header.